Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated platelet (plt) result with an instrument flag, was generated on a coulter ac-t diff 2 analyzer for one patient. The erroneous initial plt result was accompanied by an instrument generated "*" flag which, per beckman coulter inc. Labeling, necessitates review of the result. The initial, elevated, erroneous plt result was released from the laboratory. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. A laboratory technician questioned the initial plt result upon review of intial patient results. The sample was sent to a reference laboratory for retesting. Upon repeat testing, the repeat plt result was determined to be within normal range and considered valid. The repeat actual patient results generated at the reference laboratory were not provided by the customer. The customer indicated that the coulter ac-t diff 2 analyzer was experiencing high backgrounds at the time of the event. Instrument plt control results run prior to the event recovered within limits. Controls run after the event recovered above the customer's specifications and were accompanied by instrument "*" flags. The sample was collected via venipuncture in 4 ml tube. The sample was processed in closed vial mode. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, (B)(4) 2011 and (B)(4) 2011 for this event. The field service engineer (fse) replaced the vacuum isolator chamber, white blood cell bath, red blood cell bath, the main board, aspiration probe and the roller guide. Upon completion of verified repairs, the instrument was returned back into service. The root cause for this event is unknown. The instrument generated flag to alert the operator to review the result. As part of a retrospective review, this event was determined to be reportable.